Event description:
On 9/9/2021 it was reported by sales representative via email that an ar-1317ft suture anchor, nano corkscrew® ft, ti, w 3-0 f was missing anchor from the inserter. This was discovered during a procedure but package was never opened or used on patient. Additional information received 9/9/2021 device was no needed in the case and will be returned to our facility.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Device was received: ar-1317ft batch 11576495, packaged. Observation revealed that the implant on the tip of the device was separated from the tip inside the package. The cause of this event is related to ncr-09986.